Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations no manufacturing related root cause could be determined. It should be noted that the complaint instrument has been used after its expiry date.

Event description:
The pantera pro balloon catheter was chosen for the treatment of a moderately calcified lesion (90 percent stenosis degree) in the lad. The device was used for post dilatation. For the second inflation, the balloon ruptured at 18 atm. Another balloon catheter was used to complete the intervention.